Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(4) was not a valid serial number. Therefore, was updated to unk. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number was provided for libre reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for libre reader and, no trends were identified that would indicate any product related issues. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR for the libre reader were reviewed and the DHR showed the libre reader passed all tests prior to release. DHR for the precision strips were reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the reported test strips are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.